Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. Cm10009-not valid, 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, hematuria, bronchitis, chronic obstructive pulmonary disease, chills, shortness of breath, polymenorrhoea and paratubal cyst. Concurrent conditions included hypertension, asthma, spotting vaginal, bleeding breakthrough, muscle cramps, cervical pap smear abnormal, metaplasia, right lower quadrant pain, diarrhea, irritable bowel, hot flashes, herpes nos, pneumonia, multiple caesarean sections, fibromyalgia, genitourinary chlamydia infection, back pain, drug intolerance, anemia, gerd, obesity, degenerative disc disease, cyst, adhesion, bipolar affective disorder aggravated and hypertension (maternal grandmother). The patient also had a family history of coronary artery disease (father), heart disease, unspecified (maternal grandmother), cancer (paternal grandmother) and hypertension. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety as well as alprazolam (xanax) since (B)(6) 2011, amitriptyline since (B)(6) 2015, amlodipine besilate (norvasc) since (B)(6) 2015, buspirone since (B)(6) 2014, ciprofloxacin hydrochloride (cipro basics), clonazepam since (B)(6) 2014, famotidine;ibuprofen (duexis) since (B)(6) 2016, fenofibrate since (B)(6) 2016, glibenclamide (glibenclamide (micronized)) since (B)(6) 2016, labetalol since (B)(6) 2011, pregabalin (lyrica) since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2016 and tizanidine since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiey"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("bladder/ urinary problem change") and bladder disorder ("bladder/ urinary problem change"). The patient was treated with fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), nsaids, paracetamol (acetaminophen), prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery: d&c, and on (B)(6) 2012, underwent d&c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the depression and anxiety outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. 5 trailing coils seen at both side. Patient received treatment for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative. Lot number: 915886 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. Cm10009-not valid, 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, hematuria, bronchitis, chronic obstructive pulmonary disease, chills, shortness of breath, polymenorrhoea and paratubal cyst. Concurrent conditions included hypertension, asthma, spotting vaginal, bleeding breakthrough, muscle cramps, cervical pap smear abnormal, metaplasia, right lower quadrant pain, diarrhea, irritable bowel, hot flashes, herpes nos, pneumonia, multiple caesarean sections, fibromyalgia, genitourinary chlamydia infection, back pain, drug intolerance, anemia, gerd, obesity, degenerative disc disease, cyst, adhesion, bipolar affective disorder aggravated and hypertension (maternal grandmother). The patient also had a family history of coronary artery disease (father), heart disease, unspecified (maternal grandmother), cancer (paternal grandmother) and hypertension. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety as well as alprazolam (xanax) since (B)(6) 2011, amitriptyline since (B)(6) 2015, amlodipine besilate (norvasc) since (B)(6) 2015, buspirone since (B)(6) 2014, ciprofloxacin hydrochloride (cipro basics), clonazepam since (B)(6) 2014, famotidine;ibuprofen (duexis) since (B)(6) 2016, fenofibrate since (B)(6) 2016, glibenclamide (glibenclamide (micronized)) since (B)(6) 2016, labetalol since (B)(6) 2011, pregabalin (lyrica) since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2016 and tizanidine since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiey"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("bladder/ urinary problem change") and bladder disorder ("bladder/ urinary problem change"). The patient was treated with fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), nsaids, paracetamol (acetaminophen), prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery: d&c, and on (B)(6) 2012, underwent d&c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the depression and anxiety outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. 5 trailing coils seen at both side. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative. Most recent follow-up information incorporated above includes: on 1-jul-2020: pfs received: outcome of the previously reported event- migraine, headache were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. Cm10009-invalid , 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, hematuria, bronchitis, chronic obstructive pulmonary disease, chills, shortness of breath, polymenorrhoea and paratubal cyst. Concurrent conditions included hypertension, asthma, spotting vaginal, bleeding breakthrough, muscle cramps, cervical pap smear abnormal, metaplasia, right lower quadrant pain, diarrhea, irritable bowel, hot flashes, herpes nos, pneumonia, multiple caesarean sections, fibromyalgia, genitourinary chlamydia infection, back pain, drug intolerance, anemia, gerd, obesity, degenerative disc disease, cyst, adhesion, bipolar affective disorder aggravated and hypertension (maternal grandmother). The patient also had a family history of coronary artery disease (father), heart disease, unspecified (maternal grandmother), cancer (paternal grandmother) and hypertension. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety as well as alprazolam (xanax) since (B)(6) 2011, amitriptyline since (B)(6) 2015, amlodipine besilate (norvasc) since (B)(6) 2015, buspirone since (B)(6) 2014, ciprofloxacin hydrochloride (cipro basics), clonazepam since (B)(6) 2014, famotidine;ibuprofen (duexis) since (B)(6) 2016, fenofibrate since (B)(6) 2016, glibenclamide (glibenclamide (micronized)) since (B)(6) 2016, labetalol since (B)(6) 2011, pregabalin (lyrica) since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2016 and tizanidine since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiey "), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. The patient was treated with fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), nsaids, paracetamol (acetaminophen), prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery: d&c, and on (B)(6) 2012, underwent d&c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. 5 trailing coils seen at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, depression, pelvic pain, menorrhagia, abdominal pain. Lot number cm10009 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. Cm10009-not valid, 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, hematuria, bronchitis, chronic obstructive pulmonary disease, chills, shortness of breath, polymenorrhoea and paratubal cyst. Concurrent conditions included hypertension, asthma, spotting vaginal, bleeding breakthrough, muscle cramps, cervical pap smear abnormal, metaplasia, right lower quadrant pain, diarrhea, irritable bowel, hot flashes, herpes nos, pneumonia, multiple caesarean sections, fibromyalgia, genitourinary chlamydia infection, back pain, drug intolerance, anemia, gerd, obesity, degenerative disc disease, cyst, adhesion, bipolar affective disorder aggravated and hypertension (maternal grandmother). The patient also had a family history of coronary artery disease (father), heart disease, unspecified (maternal grandmother), cancer (paternal grandmother) and hypertension. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6)2014 for anxiety as well as alprazolam (xanax) since (B)(6)2011, amitriptyline since (B)(6)2015, amlodipine besilate (norvasc) since (B)(6) 2015, buspirone since (B)(6)2014, ciprofloxacin hydrochloride (cipro basics), clonazepam since (B)(6)2014, famotidine;ibuprofen (duexis) since (B)(6)2016, fenofibrate since (B)(6)2016, glibenclamide (glibenclamide (micronized)) since (B)(6)2016, labetalol since (B)(6)2011, pregabalin (lyrica) since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) since (B)(6)2016 and tizanidine since(B)(6)2018. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiey"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. On an unknown date, the patient experienced urinary tract disorder ("bladder/ urinary problem change") and bladder disorder ("bladder/ urinary problem change"). The patient was treated with fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), nsaids, paracetamol (acetaminophen), prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery: d&c, and on 7-dec-2012, underwent d&c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the depression, anxiety, migraine and headache outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. 5 trailing coils seen at both side. Patient received treatment for pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded.. Pregnancy test - on (B)(6)2012: negative; on (B)(6)2012: negative. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, depression, pelvic pain, menorrhagia, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif received events " bladder/ urinary problems changes" was added. Outcome of events "pain, bleeding and bladder/ urinary problems changes" were updated as recovered. Reporter information was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. Cm10009, 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, hematuria, bronchitis, chronic obstructive pulmonary disease, chills, shortness of breath, polymenorrhoea and paratubal cyst. Concurrent conditions included hypertension, asthma, per vaginal bleeding, bleeding breakthrough, cramp, cervical pap smear abnormal, metaplasia, right lower quadrant pain, diarrhea, irritable bowel, hot flashes, herpes nos, pneumonia, c-section, fibromyalgia, genitourinary chlamydia infection, back pain, drug intolerance, anemia, gerd, obesity, degenerative disc disease, cyst, adhesion, bipolar affective disorder aggravated and hypertension (maternal grandmother). The patient also had a family history of coronary artery disease (father), heart disease, unspecified (maternal grandmother), cancer (paternal grandmother) and hypertension. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety as well as alprazolam (xanax) since (B)(6) 2011, amitriptyline since (B)(6) 2015, amlodipine besilate (norvasc) since (B)(6) 2015, buspirone since (B)(6) 2014, ciprofloxacin hydrochloride (cipro basics), clonazepam since (B)(6) 2014, famotidine;ibuprofen (duexis) since (B)(6) 2016, fenofibrate since (B)(6) 2016, glibenclamide (glibenclamide (micronized)) since (B)(6) 2016, labetalol since (B)(6) 2011, pregabalin (lyrica) since (B)(6) 2014, sulfamethoxazole; trimethoprim (bactrim) since (B)(6) 2016 and tizanidine since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety "), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. The patient was treated with fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), nsaids, paracetamol (acetaminophen), prochlorperazine and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), surgery: d&c, and on (B)(6) 2012, underwent d&c, endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. 5 trailing coils seen at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: anxiety, depression, pelvic pain, menorrhagia, abdominal pain . Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr was received - events- " abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, abdominal pain¿, reporter information, patient details, medical history, product information, lot number, lab data were added. Events- ¿abdominal pain, physical pain/ pain¿ outcome updated to ¿recovering/ resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.